Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the dentists discarded the packaging and no more additional information available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide procedure name and date please provide lot number please clarify if the suture broke or the thread has come loose from the needle or both issues were presented on the same device. When did the alleged events occurred, before use on patient (pre-op), during use on patient (intra-op)or after use on patient (post-op)?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture had broken the thread and had come loose from the needle. No adverse patient consequences were reported. Additional information was requested